Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No malfunction or other product condition that could have contributed to the pt's hyperglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading but have no symptoms of high blood glucose, retest with a new strip. If you still get a 'high check for ketones!' Reading, follow your healthcare provider's recommendation to treat hyperglycemia." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating hyperglycemia it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."

Event description:
Pt went to hospital because of high blood glucose and vomiting. On (B)(6) 2009 at 3:57 pm, her blood glucose measured 324 mg/dl and she was eating 10 grams of carbohydrate, so she bolused 1.25 units of insulin. By 10:42 pm, her bg was 487 mg/dl, so she took an add'l 7.4 unit of insulin. It is unclear from the report, but it appears that it was after this that she went to the hospital. While she was in the hospital, the device was removed, but she activated a new device before release. She also reported that after her release, she ate two pieces of pizza and "went into the 400s range." Reported blood glucose for (B)(6) 2009 (assumed to be the event described after release from the hospital) was "high" (>500 mg/dl) at 8:49 am and a pod was deactivated at 9:02 am. At 4:43 pm and 6:42 pm basal insulin suspensions were recorded with a basal resumed at 8:24 pm. At 11:27 pm, her bg measurement was 347 mg/dl and she was ingesting 44 grams of carbohydrate, so she bolused 10 units of insulin. Her doctor recommended she call insulet. It is unclear from the report whether the device returned for eval is from (B)(6).